Event description:
It was reported that there was a lead "failure". A new lead was added for pacing and sensing and the high voltage portion of the lead remains in use. Follow-up attempts were unable to obtain additional specific information on the lead's performance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.